Event description:
A physician reported a pt who was treated on 10/6/97 in the nasolabial folds and some perioral lines near the upper vermilion border. The pt was seen by the physician on 10/28/97 with a slightly indurated, violet colored, about 8 mm x 3 mm area on her right nasolabial fold, which the physician believed was a hypersensitivity to collagen. She prescribed desonide topical lotion and instructed the pt to take over the counter nsaids. There are further plans for medical intervention by the physician.